Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from 2/24/2020 to 3/10/2020. A total of 9 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) value of 53 was recorded at 11:47:07 am to 11:52:07 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 11:47:07 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of "low" (indicating below 40 mg/dl) mg/dl was recorded at 6:57:01 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 6:57:01 pm on (B)(6) 2020. The user made the following bolus request(s) without entering in bg: time: 02:53:02 pm date: on (B)(6) 2020 bg: 0 mg/dl. Requesting a bolus without entering current bg could lead to a low bg event. Continuous glucose monitor (cgm) values of 49 to 53 mg/dl were recorded at 07:01:56 am to 07:21:55 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 06:56:55 am on (B)(6)2020. The user made the following bolus request(s) without entering in bg: time: 02:28:14 am date: on (B)(6) 2020 bg: 0 mg/dl. Requesting a bolus without entering current bg could lead to a low bg event. Continuous glucose monitor (cgm) values of 49 to 51 mg/dl were recorded at 4:26:54 pm to 4:36:54 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 4:26:54 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 52 was recorded at 7:31:52 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 7:31:52 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 53 was recorded at 1:49:48 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 1:44:49 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 50 to 53 mg/dl were recorded at 3:19:37 pm to 3:29:37 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 3:14:39 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 09:55:11 am date: on (B)(6) 2020 iob: 2.61. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 9:34:36 pm to 9:49:36 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 9:29:36 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 02:19:31 am to 02:54:34 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 02:14:33 am on (B)(6) 2020. A user initiated tubing fill of size 10.18 units was observed at 8:18:48 pm on (B)(6) 2020. A user initiated tubing fill of size 14.19 units was observed at 8:26:40 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49-72 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.